Manufacturer narrative:
Method: the device was returned for an analysis, a visual inspection was performed on the device. A review of the device history record (DHR) was conducted for the lot number reported. Results: per the DHR review the device met all manufacturing specifications at release. Results of the analysis will be provided once the evaluation and investigation have been completed. Conclusions: the investigation and evaluation are ongoing, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Fill volume: 600ml. Flow rate: 14 ml/hr. Procedure: hemicolectomy. Cathplace: abdomen. It was reported that a pump was filled to 600 ml's on (B)(6), 2014 at 12:00 pm and finished on (B)(6), 2014 at 9:30pm. The pump was expected to infuse in 34 hours instead of finishing in 32 hours. This was used on a patient, and there was no patient injury or medical intervention needed. The patient's current condition was reported to be good.